Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a disconnection between the patient line of the homechoice cassette and a pd transfer set. Renal therapy services (rts) assisted the patient with clearing the alarm and advised the patient to contact their nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.